Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. This is for the right side. Device remains implanted.

Event description:
Patient reported unknown side rupture. Later, healthcare professional reported rupture only on the collateral side. This is for the right side. Device has been explanted and replaced. Un-reporting right side rupture.